Event description:
It was reported that the customer had been experiencing low blood glucose. Her blood glucose level was unspecified at the time of reporting, but had been dropping into the 40mg/dl range even after eating. She declined troubleshooting. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.